Manufacturer narrative:
As reported, when removing a 5f mynx control vascular closure device (vcd), the sealant came out together. Therefore, the product wasn¿t available, and manual compression was performed for 20 minutes for hemostasis. There was no reported patient injury. The device was prepared and used in accordance with the instructions for use (IFU). The vcd was used in a transfemoral cerebral angiogram using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician had achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis 50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The vcd was used with a 5f non-cordis sheath. The device was stored according to the IFU. The sealant was deployed completely above the access site. The sealant was not dislodged from the arteriotomy and seemed to stick to the device. The device storage temperature did not exceed 25°c. There was no shallow vessel depth. Button #1 was fully depressed, the balloon was fully deflated, and button #2 was fully depressed. No resistance was noted during use of the device. The device was realigned to the angulation and removed with light fingertip compression. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were fully depressed. The stopcock was open, and a cordis mynx syringe was attached to the unit. The sealant was not returned for evaluation. The sealant sleeves were retracted, as expected for a fully deployed unit with both buttons depressed. A non-cordis catheter sheath introducer (csi) was returned inserted on the device. The balloon was retracted, the core wire was present, and the atraumatic tip showed no visible damage or abnormalities. No additional anomalies were noted during the visual inspection. A simulated deployment test could not be performed, as the unit had already undergone a complete deployment prior to its arrival for evaluation, and the sealant was not returned. The reported event of ¿sealant-inaccurate placement-complete¿ was not observed through analysis of the returned device as it was received fully deployed without the sealant included and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported event of the sealant coming out with the device, especially since both buttons were fully depressed with no anomalies noted. However, access site/patient factors and/or procedural/handling factors (as it was reported that the sealant deployed completely above the access site and was not dislodged) are possible. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, when removing a 5f mynx control vascular closure device (vcd) the sealant came out together. Therefore, the product wasn't available and manual compression was performed for 20 minutes for hemostasis. There was no reported patient injury. The device was prepared and used in accordance with the instructions for use (IFU). The vcd was used in a transfemoral cerebral angiogram using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician had achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The vcd was used with a 5f non-cordis sheath. The device was stored according to the IFU. The sealant was deployed completely above the access site. The sealant was not dislodged from the arteriotomy and seemed to stick to the device. The device storage temperature did not exceed 25°c. There was no shallow vessel depth. Button #1 was fully depressed, the balloon was fully deflated, and button #2 was fully depressed. No resistance was noted during use of the device. The device was realigned to the angulation and removed with light fingertip compression. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.